Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons have no strings [device physical property issue]. Consumer reported via e-mail that tampons had no strings. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons have no strings [device physical property issue] case narrative: consumer reported via e-mail that tampons had no strings. No injury reported.